Event description:
On (B)(6) 2014, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis featuring c3® delivery system. After the deployment of the proximal end of the trunk ipsilateral leg (rmt281218j) at the intended position, the guidewire cannulation of the contralateral gate of the trunk device was performed without issue, and the constraining mechanism was removed. The gray deployment knob was then pulled out to deploy the ipsilateral leg of the trunk device; however, the distal portion (2-3cm) of the ipsilateral leg remained constrained. It was reported that an abnormal resistance was felt when the deployment knob was pulled. The end of the deployment line reportedly looked torn. The physician waited for the device to deploy by itself, but it remained constrained. Although there was a strong resistance due to the undeployed portion of the ipsilateral leg, the delivery catheter of the rmt281218j was forcibly withdrawn from the patient. The distal portion of the ipsilateral leg was deployed completely by ballooning. The remaining devices were implanted without issues, and no serious injury was reported.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications.